Event description:
Customer reported an issue with touchscreen responsiveness, as the pump screen was frozen and unresponsive to input. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for a pump reset, which the customer successfully completed, allowing interaction with the pump screen again.